Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Drs. (B)(6). The patient had a mesh revision on (B)(6) 2009, but the mesh could not be removed, as tissue had grown around it. The patient had a mesh removal surgery on (B)(6) 2010 due to pain, vaginal mesh erosion, pain in legs, and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.